Event description:
The company received information that suggested that while the tube was in use on a pt with a lung hemorrhage there was blood noted backing up into the monitoring lumen of the endotracheal tube. The pt was re-intubated and there was no pt harm nor serious injury reported. The customer will return a sample for evaluation.